Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 39 mg/dl at the time of the incident. Current blood glucose level was 267 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. Customer will returned device for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Pump received with cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.